Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the additionally reported information that the device was not quarantined after the detection of micro-organisms, and was used in six subsequent examinations before the culture results were available, could not be determined; however, it is believed that the issue was the result of the pathology lab not properly reporting the detection of bacteria to the user and or the user did not isolate the device after sampling was performed. There were no infection issues or patient injury reported as a result of the event. Olympus will continue to monitor field performance for this device. This report is related to MFR # 9610595-2024-01746.

Event description:
The device was used in six procedures while awaiting the results of the culture tests.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: h8 - usage of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the nozzle at distal end could not be determined since it was unknown if the reprocessing was conducted in accordance with instructions for use from the obtained information, and it was confirmed that the foreign material residue point was not deformed (no physical damage). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.